Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Additionally, it was reported that the customer experienced difficulty charging the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose was 151-152 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.